Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the light emitting diode (led) on the centrifugal battery was not lit. There was no patient involvement.

Manufacturer narrative:
This unit was located in a storage room and was not used in some time. The fsr received an "on battery" alert message. The batteries were fully charged prior to the pm. Alternating current (a/c) power was supplied to the battery and the connection was secure. The fsr found that the light emitting diode (led) was defective. The charging circuitry is working and battery backup performs to specifications. The led does not come as an individual component, at this time the customer does not want the unit repaired as they have plenty of spare units. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.